Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d10, h6 (investigation findings, investigation conclusion)

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) suddenly stopped with no error message displayed. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,d9(return to manufacture date),g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed that the fault was caused by a malfunction in the drive valve assembly, requiring replacement. The fse visited the customer site again, replaced the drive valve assembly, and performed the factory specified tests. All tests passed, meeting clinical usage requirements, and the machine was delivered to the customer. The failure analysis and testing dept received part with a reported unit failure of the pumping stopped. The fat performed a visual inspection and found the part to have a broken connector. Possible cause is a service issue due to this connector only being accessible when the device is opened for maintenance. Supply chain and handling is another possible cause. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.